Event description:
The pump was explanted. The drugs in the pump were dilaudid, bupivacaine, clonidine, and droperidol.

Manufacturer narrative:
(B)(4). Analysis of the pump found that there was corrosion and wear found on the gear train. The gear train had stalled due to the gear shaft bearing. Multiple motor stalls and recoveries were seen on the event logs, but the last motor stall noted had recovered.